Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator failed to unlock due to a bin failure. A field service engineer (fse) inspected the bins individually and found two failed. One bin was empty and had not been recently loaded, while another required witness input to recover, which succeeded. The fse informed the customer that nurse handling might have caused the bin failures. One bin remained failed and likely required an interface and relay access controller (irac) replacement. That bin was unfilled, as were others in the row beneath. The fse identified the failed bin as third row down, far right (hta row two, bin three). The helmer was connected to unit 4sae, though labeled as 1sae in the system. The fse found that helmer refrigerator pocket three (second row from bottom) lit up but did not open. The fse replaced the ic3 control board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator drawer failed to unlock, and the user was tried to unplug the power cord but still failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.